Event description:
Reporter said on (B)(6) 2014 cobalt chrome rod was implanted at my lumbar. During my routine physical x-ray showed a broken rod. My doctor told me to go and incase I have any problems I should come back. As at this point in time I have pain and I am afraid that the other rods might also brake.